Event description:
As reported through the clinical trial, the patient presented to the ER 2 years post implant of a sapien valve due to acute shortness of breath. Echo revealed the patient's lv ejection fraction decreased from 39% to 30%. The patient was diuresed and observed for fluid management. Bnp was 9150 pg/ml. Additional review of the patient's medical records revealed the following: the patient was diagnosed with systolic congestive heart failure. X-ray showed increased pulmonary vascular congestion and cardiomegaly, with no focal infiltrate. Per the echo summary, "abnormal echo consistent with coronary artery disease and valvular heart disease, with evidence for pulmonary hypertension. Compared to echo one year prior, the lv size is now severely dilated, previously normal, and lvef decreased from 39% to 30%. Severely depressed rv systolic function is new, previously mildly reduced. Aortic paravalvular regurgitation has increased from moderate to moderate-severe aortic regurgitation." The patient was taken to the cardiac catheterization lab a day after admission and found to have significant trifurcation disease of the left main. The patient underwent complex balloon angioplasty. It was noted that the "bioprosthetic valve is well seated in the aortic position." The patient was otherwise treated medically and no intervention to the prosthetic valve was performed

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with transcatheter bioprosthetic heart valves. In this case, the patient's paravalvular leak (pvl) increased from moderate to mod-severe 2 years post implant; however, there is no evidence that the episode of congestive heart failure was a result of the pvl; the patient's primary discharge diagnoses were cad, s/p poba, and chronic systolic heart failure, and no intervention was performed to the valve. Additionally, the patient had baseline lv dysfunction, as well as new rv severely depressed rv systolic function. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.